Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 573 mg/dl and 80 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer stated auto mode feature was active. Customer stated that they went to hospital to treat the high blood glucose. The insulin pump will not be returned for analysis.